Manufacturer narrative:
(B)(6). (B)(4).device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was very calcified and tortuous. A rebel stent was advanced but had difficulties crossing the lesion. As the physician was pushing the device very hard, the stent catheter broke. The device was completely removed from the patient's body. No patient complications were reported.